Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head tested out of specification on its vxi "common mode/wrist electrode" test which was determined to cause the telemetry anomaly and that the head's upper case lens was broken. The head's upper case, cable and label were all replaced. Concomitant products: product ID 229047 software analyzer. (B)(4).